Event description:
Health professional reports. Protime system inr 2.4. Unspecified lab system 4.0. Pt therapeutic range not reported. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). MFR eval/investigation currently in process.